Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
Doctor reported that patient complained about moving prosthesis at tooth site 36 and it then came out. Doctor noticed there was a fracture screw inside prosthesis. Placement date: on (B)(6) 2023, removal date: on (B)(6) 2025.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) iti-base zfx11-zb-tsv-3547-el with a crown and a half screw in screw channel. The other part of the screw is also send to us for evaluation. Visual evaluation / functional test was performed. The screw is broken. The hex from ti-base haze large scratches and the edges on one side are rounded. DHR review was completed for the subject lot number 0000230616 and 0000230896. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR complaint history review was performed for the reported lot number 0000230616 and 0000230896r for similar events and no other complaint was identified. Review completed utilizing keywords: screw fracture. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was expensive crown, so we have a large torque on the hex. The screw loosens and the moment on the screw its not only burdened in the length, but also in direction of the diameter. So we become the permanent fracture. We see at the breakage surface from the screw a breakage point, duration rupture surface and rest fracture surface. Therefore, based on the available information, a device malfunction was not established. The screw is broken cause his burden on direction from diameter. Cause the screw was loosened. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.